Event description:
Discovered during a routine check, the devices display fades away shortly after self-check. No patient involvement.

Manufacturer narrative:
Conclusion - the device has been repaired and will return to the customer upon completion of final testing. The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The investigation confirmed that the device's display would blank out. Replacement of the display resolved the issue. After repair, the device performs to specifications. The device has been repaired and will return to the customer upon completion of final testing.